Event description:
Customer was hospitalized for high bgs and a broken arm suffered when they passed out from high bgs during fall. It was stated the customer called to report different alarms. The pump was not reset and they were without insulin for approximately twelve hours prior to the call. The settings were restored at the time of call and they were advised to change the infusion set, although the customer shortly after passed out as a result of high bgs. Additionally it stated that the customer was scheduled for surgery to fix their arm and was disconnected from the pump. Bgs were controlled with manual injections. Troubleshooting was performed. Pump passed the test. However, the infusion set was removed and found the cannula was bent.